Manufacturer narrative:
Cec adjudicated the stenosis event to be related to the device but not related to the procedure or drug.

Manufacturer narrative:
(B)(4).

Event description:
During the index procedure the physician used one in.pact admiral paclitaxel eluting pta balloon catheter to treat a lesion located in the left sfa. Approximately 21 months post index procedure the patient underwent pta of the left sfa due to 70% stenosis. Revascularization of the target lesion was carried out using 1 mdt balloon. Investigator has reported that the event was possibly related to the study device and not related to procedure or paclitaxel. Patient recovered.